Event description:
Administered heparin. Medication leaked from syringe. When removing from patient's arm, needle detached from needle cover.

Event description:
Administered heparin. Medication leaked from syringe. When removing from patient's arm, needle detached from needle cover.